Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint regarding a defibrillator indicating that the device displayed ¿device disabled¿ during startup. The hospital immediately activated a backup defibrillator for patient use, and no patient impact was reported. We are considering this event to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.